Event description:
The customer reported that during a laparoscopic anterior resection, the jaws of the device would no longer open while on tissue. No additional information as to how the device was removed was made available by the site. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.